Manufacturer narrative:
Failure analysis for fiber 0010-2400-518b-(B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal to the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate charred detritus adhesion; the glass cap is protruding from the metal cap. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 153,462 joules while using the surgical fiber during a prostate procedure, diminished tissue vaporization efficiency was observed. The fiber was cleaned several times, however the system continued to go into standby mode and display a "please clean and inspect fiber" message. The fiber was replaced and the procedure continued using a second surgical fiber. At 130,500 joules while using the second surgical fiber, the distal tip / cap of the fiber was broken while being cleaned. The procedure was completed using a third surgical fiber. There was no patient injury reported. This report is for the first surgical fiber used.